Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was reported ¿low¿, per continuous glucose meter reading. Although pump stopping would not lead to a low bg, customer alleged malfunction was the cause of the low bg. The low bg was corrected by consuming carbohydrates. Reportedly, the customer reverted to an alternate method of insulin therapy.